Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device s/n (B)(4) was beeping, but there was no alert or alarm displayed on the screen. Mss asked the nurse to cycle the power, empty pads, and resume therapy. After that beeping resolved. Nurse stated that event log showed alert 03 (reservoir empty) from cycling the power prior to emptying the pads, alert 114 (treatment stopped), alarm 14 (patient temperature probe 1 out of range), and alert 50 (patient temperature 1 erratic). There was no alerts or alarms on current nurse¿s shift other than empty reservoir. Rectal probe was in use. Mss discussed alerts or alarms and advised nurse to keep an eye on patient temperature. And advised to replace rectal probe or temperature in cable as needed.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device (s/n (B)(6)) was beeping, but there was no alert or alarm displayed on the screen. Mss asked the nurse to cycle the power, empty pads, and resume therapy. After that beeping resolved. Nurse stated that event log showed alert 03 (reservoir empty) from cycling the power prior to emptying the pads, alert 114 (treatment stopped), alarm 14 (patient temperature probe 1 out of range), and alert 50 (patient temperature 1 erratic). There was no alerts or alarms on current nurse¿s shift other than empty reservoir. Rectal probe was in use. Mss discussed alerts or alarms and advised nurse to keep an eye on patient temperature. And advised to replace rectal probe or temperature in cable as needed. Per follow up information received via phone on 19aug2022, nurse stated that the patient was able to complete therapy on same device after replacing temperature cable with no reported injuries.